Event description:
It was reported that the patient had experienced pain in her upper back when her implantable neurostimulator (ins) was turned on. It was stated that the patient experienced the pain after a back surgery that was unrelated to her ins. It was noted that the patient had been unable to "sync with her ins." It was also noted that the patient had a power or reset condition and a poor communication screen on her programmer. It was stated that the patient was only able to charge her device half way. The patient was redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3777-60, # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the recharging bars went completely clear. It was further reported that the patient¿s battery was in an overdischarge state.